Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was displaying / indicating that the helium tank was empty when there was still helium in the tank. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
E1 (initial reporter) shortened due to character restrictions. Full name is (B)(6).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was displaying/indicating that the helium tank was empty when there was still helium in the tank. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated that dan advised no need to attend as there is nothing wrong with the machine but they wanted a reference so they could close it on their end. H3 other text : no repair information.